Event description:
Dealer reports the chair moves on its own. He was told by teftec not to use the chair until it could be fixed. The client refused. Teftec is considering this a potentially life-threatening event.

Manufacturer narrative:
Part in question has not been returned to teftec for investigation. Teftec will perform investigation and file follow-up report.